Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gi scope experienced the machine indicates error saying channel is blocked issue during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was not returned to the regional service center for inspection, but the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: biopsy channel is blocked; therefore, no suction occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the during the reprocessing with the machine, the machine indicates error saying channel is blocked. And for the newly identified malfunction mentioned above, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.